Manufacturer narrative:
The returned device was evaluated. Visual inspection found the lens is recessed. The unit was able to power on and off using battery power and obtain measurements with all the enabled parameters. When no gas mixture is applied and no breaths are present the emma measures within the accuracy specification. A 5.09% co2 gas mixture was applied with atmospheric pressure of 759.46mmhg, and the emma measured outside of the specification. Following zeroing of the emma the measured value remained outside of the specification. The readings were inaccurate and can fluctuate due to recessed detector lens. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device is reading higher etco2 than it should. No patient impact or consequences were reported.